Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a severely bent grip-tip causing side to side vertical misalignment of the grips and causing the instrument not to clip properly as reported by the customer. There was a 0.01400¿ offset at the tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the clip applier to be broken as it did not clip appropriately. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use and there was no damage or anything out of the ordinary. The incident with the clip applier occurred while loading clip onto clip applier (prior to being inserted into patient). The issue the surgeon experiences was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side), not with unsuccessful clip application (e.g., incomplete closure of clip) and not with clip opening after closure of the clip. Weck hem-o-lock clips were used and the size of the clip and the vessel was unsure along with the times had the subject clip applier been used during the case when the incident occurred. The issue was resolved with another clip applier. The instrument was sent back via RMA exchange for isi evaluation. There were no photos and/or videos of this event available for isi review.